Event description:
Pt admitted to hospital for removal and replacement of double lumen breast implants. The left double lumen breast implant's outer lumen was ruptured. The right double lumen breast implant was encapsulated. The inner silicone lumen was intact for both implants. These implants were placed in 1988-the MFR is unknown.